Event description:
It was reported the patient received the following results within 15 minutes: 519 mg/dl, 184 mg/dl and 178 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4.